Event description:
The pump was explanted and replaced in 2001 as "low battery alarm was occurring". No pt symptoms were reported. The implant duration is unk. The pump was replaced with a similar device.